Manufacturer narrative:
The account replaced the brake steer casters to resolve the issue.

Event description:
The account alleged the brake casters would set and hold but swivel if you push on the stretcher. No injury reported.